Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad educator that when the pt was reaching for something in her car, she experienced a yellow wrench alarm on the system controller. The pt felt dizzy, called ems and the vad coordinator, and stated that the lvad had slowed down. The system controller continued to alarm as the pt was transported to the center. The pt was placed on the power base unit and the monitor read "not receiving data". The system controller was then exchanged and the alarm was resolved. The pt remains stable on lvad support.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time.